Manufacturer narrative:
(B)(4). The mitraclip was received and the investigation was performed. The investigation was unable to determine a conclusive cause for the clip actuation issue as the clip was returned partially disassembled. A definitive cause for the reported patient effects of mitral regurgitation (mr) and death cannot be determined. These patient effects, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient underwent a second mitraclip procedure on (B)(6) 2019 for recurrent mitral regurgitation (mr) grade 4. The cause of the minimal increase in mr is unknown. The two original implanted clips were stable on both leaflets. The third mitraclip was implanted reducing mr to a grade of 2. The patient expired on (B)(6) 2019. In the physicians opinion, the mitraclip did not cause or contribute to the death. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: clip delivery system: 2 implanted mitraclip xtrs, steerable guide catheter. The clip was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed on the third mitraclip that was unable to close. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr to grade 3-4. A third mitraclip was inserted and grasped the leaflets, but the clip would not close more than 90 to 120 degrees, despite several troubleshooting attempts. The mitraclip was retracted to the steerable guide catheter tip and both devices were removed simultaneously. The procedure was completed with mr grade 3-4 and two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.